Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3889-28, lot# v502878, implanted: (B)(6) 2010, product type: lead. Product ID: 3889-28, lot# v466242, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported that they do not think the left device was working. There was a sudden loss of stimulation on the left side and painful or uncomfortable stimulation on the right side; sitting down and crossing the legs helped the sensation. The patient could not remember if she had a fall or trauma. It was noted that there was a recent CT scan, but the date was unknown. Troubleshooting included decreasing stimulation on the right which made the painful stimulation better but not completely resolved. Symptom control had changed, noting the patient was wearing liners again and wetting through clothes due to "leakage." The patient no longer felt stimulation on the left side. Issues began since 2013. Cause, actions, and outcome remain unknown. Follow up is being conducted to obtain additional information. The patient was indicated for urinary dysfunction.